Manufacturer narrative:
A ge service rep performed an onsite investigation and completed a filament calibration after cleaning and regreasing the high voltage cable connectors at tube and tank ends. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a filament regulator failure error message. This error requires the user to press any key to continue. There is no report of injury or death associated with this event.